Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as moderate tortuosity, and moderate calcification. It was reported that an endurant 166 length device was selected, when a 145 length would have been better. An endurant limb and extension were placed on the contralateral side and no limbs or extensions were added to the ipsilateral side. The ipsilateral limb partially covered the left hypogastric artery with minimal contrast filling it. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial/vessel occlusion. Vessels had moderate tortuosity, and moderate calcification. Device length selection. Evaluation, conclusion: vessels had moderate tortuosity, and moderate calcification. Device length selection.